Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a foreign distributor. The product is not sold in USA, but it is similar to a product which is sold in the USA.

Event description:
A hospital in a foreign country reported to us that the mr850 respiratory humidifier's alarm flashed and sounded, when an rt106 adult breathing circuit was used. We have interpreted this as an electrically open circuit of the heater wire in the rt106 breathing circuit. No patient harm was reported.